Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer originally stated that they found their quality control (qc) was out of range. The customer then repeated all qc and found all of their qc was out of range. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse reviewed the qc data. The cse found the reaction tray washer showed poor aspiration. The cse then cleaned vacuum valve 1 and 2. The cse cleaned the dilution washer and reaction tray washer. The cse then ran patient sample and qc, which resulted in range. The cse stated the vacuum valve 1 and 2 were the cause of the discordant patient results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant patient results were obtained on multiple patient samples on an advia 2400 instrument. The initial results were reported out to the physician(s). The customer found their quality control (qc) was out of range for all of their assays. The customer repeated the same samples on an alternate advia 2400 instrument, resulting within the patient's clinical range. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.